Event description:
It was reported that boston scientific technical services (ts) was contacted by the health care professional (hcp) to discuss episode data storage. They also discussed that back in may 2018 the patient had a lead safety switch (lss) from a bipolar to a unipolar pace and sense configuration due to the right ventricular lead pace impedance having high, out-of-range measurements of greater than 3000 ohms. The device and leads remine in service. No adverse patient effects were reported.